Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with amikacin injection (150mg, dose, route, frequency and duration not reported) and vancomycin injection (500mg, start dose, route, frequency and duration not reported) for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported that antibiotic treatment was discontinued 15 days after initiation. The same day, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.